Event description:
Approximately one and a half months after treatment will bovine collagen, the patient developed hypersensitivity at the injection sites. The physician prescribed oral antihistamines for treatment.